Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, a motor rate error occurred during an occlusion test, and the plunger head was determined that needed repairs. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked on lower left front corner of top case also cracked on right plunger case and bottom case. Functional testing found motor rate error during occlusion test. Replaced worm coupling, lead screw and both clutch halves. The root cause of the reported issue was found to be normal wear - combination of worm coupling, lead screw and both clutch halves were found old, dirty and worn out. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.